Event description:
This is filed to report deaths: it was reported through the pmcf report, that the xience sierra may be related to death (all-cause mortality [acm]), side-branch closures (occlusions), myocardial infarction (mi), perforations, thrombosis, restenosis, coronary artery bypass graft (CABG), target lesion and vessel revascularization. Details are listed in the article, titled post-market clinical follow-up evaluation report xience family of stents. Please see the post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
Date of death - estimated. Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. (B)(4). The stents remain in patients. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other patient effects and malfunctions reported in the post-market clinical follow-up are captured under separate medwatch reports. Article, titled post-market clinical follow-up evaluation report xience family of stents.

Manufacturer narrative:
The devices remain implanted and were not returned. The lot history records (lhr) could not be reviewed and a similar complaint query of the complaint handling system could not be performed because the products were not returned for evaluation and the part and lot numbers were not reported. It was reported that xience sierra stents were used in a coronary artery bypass graft. It should be noted that the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) states: the xience sierra everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. The reported patient effect of death/expired is listed in the xience sierra IFU as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death/expired and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.